Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed out the infusion set and cartridge multiple times. The customer's blood glucose (bg) level was over 700 mg/dl with a large level of ketones. A bolus of insulin was delivered to address the bg level. The customer stated that prior to the occlusions, the tubing took more insulin than usual to fill. On (B)(6) 2017, the customer reverted to using insulin injections to manage diabetes. As the supplies had been changed, tandem customer technical support (cts) was unable to troubleshoot the cause of the occlusions. Cts assisted the customer with loading a new cartridge onto the pump. Reportedly, the customer had been using apidra insulin in the cartridge.